Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type screening device (B)(4) pertains to the lead.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they had a stomach infection and thought that the medication was making them dizzy. The patient was advised to follow up with a healthcare professional (hcp). Additional information was received from the patient on 2017-sep-30. The patient reported that they were sore by the incision where the bandages were and noted that they had passes a very large bowel movement the day before report. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a small ulceration on the right buttocks from the tape, and was prescribed antibiotic ointment. The physician stated that the patient's incontinence symptoms improved by 70%.